Manufacturer narrative:
Patient identifier, age and weight are unknown. Implant date and explant dates are not applicable since product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, dropped from the implant driver.